Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident and the current blood glucose of the patient was 460 mg/dl. Customer stated the other blood glucose level was 347 mg/dl, 292 mg/dl, 360 mg/dl to 450 mg/dl. Customer treated with insulin pump. Customer was not using auto mode. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.